Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal. Bleeding') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 623648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, dizziness and chest discomfort. Concurrent conditions included pleuritic pain, nausea, vomiting, photophobia, chronic fatigue, low back pain and shoulder pain. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006 for pelvic pain female and abdominal pain as well as benzonatate, butalbital; caffeine; paracetamol (fioricet) and minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2005 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines/headaches/migraine"), 6 months 17 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pain: pelvic area/pain: pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced urinary tract infection ("infection, uti / infection (bladder/urinary tract/vaginal) - type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen. Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, depression, anxiety, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was currently planning for essure removal. In (B)(6) 2006 and (B)(6) 2006, pregnancy test: positive. In (B)(6) 2007, hcg: negative, lmp (B)(6) 2006 and (B)(6) 2007. Ivf- pregnancy ultrasound (first trimester). If you have not had essure removed, are you currently planning for removal? Yes. Reason for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Plaintiff received treatment for migraine. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2007: negative. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2006: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, uti. Lot number: 623648 manufacture date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: quality-safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.